Event description:
Boston scientific crm received information that a replacement procedure was performed, this implantable cardiac resynchronization therapy defibrillator (crt-d) device with non-boston scientific crm leads was removed due to infection. No further adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.